Manufacturer narrative:
This supplemental report is being submitted to indicate that this is a duplicate complaint of (B)(6), which was submitted under 9610595 - 2024 - 00352.

Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera iii colonovideoscope tested positive for unexpected contamination three times. Sampling on (B)(6) 2023 detected >100 colony forming units (cfus)/endoscope of coagulase negative staphylococcus, sampling on (B)(6) 2023 detected 9 cfus/endoscope of bacillaceae, and sampling on (B)(6) 2023 detected >100 cfus/endoscope of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. After culture testing, the device will be evaluated. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.